Event description:
It was reported the patient had lost stimulation in their back and an attempt to reprogram the device to try and recapture it was made. The patient lost back stimulation a year before and they had not been able to recapture it. On (B)(6) 2012 it was reported that the patient was scheduled to have a revision the previous day. No impedance testing had been done. The cause of the issue had not been determined. The patient was still getting more coverage on the non-dominant side and not as much through the back. Approximately three weeks later it was reported that the revision was rescheduled as the surgeon was not available.

Event description:
Additional information received reported that the patient's physician performed an implantable neurostimulator (ins) replacement procedure. Although the physician had apparently opted not to reuse the leads, records indicated that the leads were reused. When asked pre-operatively, the patient felt that her stimulation was 'fine.' If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID 3778-60, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead; product ID 3778-60, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead; product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).